Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a primary plum set¿, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal micbore tubing, secure lock, 104 inch where it was reported that during infusion the vent cap could not close tightly, cap can open automatically. The customer closed the vent cap, but the vent cap was found pop out later during infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
Three (3) photos were returned showing the packaging information and leakage from the vent plug juncture cap. Received three (3) new 142560488 primary plum sets for inspection. No damages or anomalies noted. Each set was leak tested per product specifications. There was leakage from the hinge area on sample 1. No leaks on the other returned samples. The hinge was cut off of the first sample and then leak tested again. There were no leaks. The reported complaint can be confirmed on one (1) of the returned new 142560488 primary plum sets. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.